Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0210472328, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 23-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient reported uncomfortable stimulation. The patient reported that she had a serious car accident 3 years ago. It was unsure if patient has been incorrectly using her icon controller and increasing stimulation beyond what is required for therapeutic benefit which would provide comfortable stimulation. Her device was set at 3.2v when the manufacture representative first interrogated her system. An impedance check on device at low voltage 0.4v and showed values out of normal range. Increased voltage to 0.8v to run impedance check again however patient reported uncomfortable stimulation and therefore cancelled impedance check. The surgeon requested x-ray of device to check position. Patient went home with device on at 0.9v and reported comfortable stimulation. The surgeon was sending patient for x-ray to check device position. They requested a check in with patient over the phone in 2 weeks and asked patient to attend surgeon rooms for review of x-ray results in 3 weeks.